Event description:
Catheter was being utilized during a smart (study of monoclonal antibody radiomunal therapy) clinical trial. A multicenter randomized survival study of patient's with ovarian cancer. The catheter was placed and 700cc of saline injected into abdomen. After test injection, patient was moved to radiation oncology. Injected yttrium 90 and noted resistance and leakage where the cuff is located on the catheter.